Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 527 mg/dl. Later the blood glucose value was 320 mg/dl. Customer stated that blood glucose was treated with a manual injection and blood glucose was dropping now. Troubleshoot was performed for high blood glucose. The insulin pump is not expected to be returned for analysis.